Event description:
It was reported that this right atrial (ra) lead was surgically capped and replaced due to loss of capture and no sensing. It was noted that the root cause was due to complex patient anatomy with lack of viable atrial tissue and "lack of heel" in lead. A new lead was implanted, and no additional adverse patient effects were reported.